Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by nausea, abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization, antibiotic therapy, removal of the pd catheter (not a fresenius product) and the transition to hd for rrt. The pdrn reported the cause of the patient¿s peritonitis was due to a touch contamination event, as the patient admittedly was not disinfecting her hands prior to initiation or termination of treatment. Cases of corynebacterium peritonitis are most frequently caused by poor hand hygiene and touch contamination events, as corynebacterium belongs to the natural flora of human skin. Per the pdrn, the events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations or manufacturers¿ specifications. It is well established that those individuals undergoing pd for rrt (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a no draining alarm during treatment while being hospitalized. Technical support offered troubleshooting support if the issue reoccurred. Upon follow up, it was confirmed that the patient was able to complete treatment on the cycler when she arrived to the hospital on the reported day. The patient stated that she was admitted due to abdominal pain. The patient was diagnosed with peritonitis. The patient had her pd catheter removed on 5/29 and is currently on hemodialysis (hd). During further follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of nausea, cloudy peritoneal effluent fluid, and abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 2388 mm3) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 1500 mg every three days and ceftazidime 2000 mg daily for 14 days. However, on (B)(6) 2025 the patient¿s pd catheter (not a fresenius product) stopped functioning (rationale not provided) and was removed and replaced with a hemodialysis (hd) catheter. The patient¿s peritoneal effluent culture result returned positive for corynebacterium on (B)(6) 2025, and the patient¿s antibiotics were continued (transitioned to intravenous on (B)(6) /2025). The patient transitioned to hd without reported issue and was discharged home on (B)(6) 2025 in stable condition. The patient is recovering from the serious adverse events and is undergoing outpatient hd without reported issues. The pdrn attributed causality to a touch contamination event involving poor hand hygiene. The patient admitted she had not been disinfecting her hands prior to initiation or termination of treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. It is unclear at this time if the patient will return to pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a no draining alarm during treatment while being hospitalized. Technical support offered troubleshooting support if the issue reoccurred. Upon follow up, it was confirmed that the patient was able to complete treatment on the cycler when she arrived to the hospital on the reported day. The patient stated that she was admitted due to abdominal pain. The patient was diagnosed with peritonitis. The patient had her pd catheter removed on (B)(6) and is currently on hemodialysis (hd). During further follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of nausea, cloudy peritoneal effluent fluid, and abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 2388 mm3) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 1500 mg every three days and ceftazidime 2000 mg daily for 14 days. However, on (B)(6) 2025 the patient¿s pd catheter (not a fresenius product) stopped functioning (rationale not provided) and was removed and replaced with a hemodialysis (hd) catheter. The patient¿s peritoneal effluent culture result returned positive for corynebacterium on (B)(6) 2025, and the patient¿s antibiotics were continued (transitioned to intravenous on (B)(6) 2025). The patient transitioned to hd without reported issue and was discharged home on (B)(6) 2025 in stable condition. The patient is recovering from the serious adverse events and is undergoing outpatient hd without reported issues. The pdrn attributed causality to a touch contamination event involving poor hand hygiene. The patient admitted she had not been disinfecting her hands prior to initiation or termination of treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. It is unclear at this time if the patient will return to pd therapy.